Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced the high blood glucose level. The blood glucose level was 350 mg/dl at the time of the incident and customer's current blood glucose was 400 mg/dl. The customer's high blood glucose level was treated with the manual injections. The customer was assisted with the troubleshooting. As per report the customer was alleging the insulin pump for under delivery. The insulin pump will be returned for the analysis.